Manufacturer narrative:
Additional information was received that the patient had a localized infection at the ipg site. There were no active symptoms noted. The physician confirmed that the infection was not device related and the cause was unknown. The patient was prescribed antibiotics. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was admitted to the hospital. It was also reported that the physician was concerned about infection. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50cm 4x8 surgical lead it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was admitted to the hospital. It was also reported that the physician was concerned about infection. The patient underwent an explant procedure.